Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Event description:
Patient reported left side rupture, radial folds, and cysts per MRI. Device remains implanted.

Event description:
Patient reported left side rupture, radial folds, and cysts per MRI. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/ folding of implant: no creases were observed. ¿ cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.